Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an account had an injury while undergoing beacon procedure for solid mass tissue sample. The patient complained of abdominal pain and delayed bleeding from biopsy site was found. The patient's condition after the procedure was normal but the patient was admitted to hospital for overnight observation. The patient had multiple comorbidities and was not off of blood thinners prior to the procedure. An olympus 3.7mm endoscope was used, which was positioned duodenum during the procedure. The degree of scope angulation was not discernible. Preliminary diagnosis made after the first pass and a total of two passes were performed.